Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.